Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 7/18/2017. The device has been returned and evaluated by product analysis on 06/21/2017 with the following findings. Battery compartment and cap are undamaged and able to fit securely. The pump powers up with auditory and vibration to a blank screen, unable to adequately investigate reported ¿power¿ complaint. Pump¿s cover was removed; u22 eeprom was found cracked. The eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.